Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment details were unsuccessful. The recipient's infection reportedly resolved. This is the final report.

Event description:
The external visual inspection revealed silicone slices on the top cover and the electrode was severed along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced device extrusion due to infection and possible otomastoiditis. The recipient's device was explanted. The recipient may be reimplanted in the future.